Manufacturer narrative:
Corrected event date. Corrected event description information. Corrected/added relevant test information. (B)(4) refer to field for the results of the imaging evaluation. Corrected the conclusion code.

Event description:
On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with aneurysm enlargement (amount unknown). It was reported there was disease progression of the proximal neck, causing the proximal type I endoleak.

Manufacturer narrative:
Concomitant medical products: aspirin, advodart, isosorbide mononitrate, lisinopril, simvastatin, and flomax. (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm using two gore excluder aaa endoprostheses. It was reported the rlt261416 was deployed just below an accessory renal artery in order to preserve patency for that vessel. The neck length for the rlt261416 was reportedly within instructions for use. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with aneurysm enlargement (amount unknown). It was reported there was disease progression of the proximal neck, causing the proximal type I endoleak. On (B)(6) 2015, an intervention was performed whereby a 32 mm aortic extender component was implanted for proximal extension on the rlt261416. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.